Event description:
The manufacturer received information alleging ventilator service required alarm occurred, related to the devices pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the log. The device's pressure sensor was replaced to address the issue. During final testing the device failed a test step for leak verification. The devices muffler assembly was replaced to address that issue. The final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Additional findings not related to the malfunction/issue.